Manufacturer narrative:
(B)(4). The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision procedure to reposition the patient's right ventricular (rv) lead due to high pacing threshold measurements, this right atrial (ra) lead was pulled easily from the patient's body. No x-ray had been performed before the procedure was started, but it was suspected that this ra lead had been dislodged and that was why it pulled back so easily. The entire system was explanted and replaced with a competitor's pacing system. No additional adverse patient effects were reported.